Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when spoke with biomed who stated that the arctic sun device was not heating, calibration error 80(water check time out - unable to reach calibration temperature), expected value 28 actual 15. Asked them to verify 3.5 l of water in the reservoir, they stated that had been done. Stated this was indicative of a heater failure. They would order and replace the heater locally.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty heater. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that spoke with biomed who stated the arctic sun device was not heating, calibration error 80(water check time out - unable to reach calibration temperature), expected value 28 actual 15. Asked them to verify 3.5 l of water in the reservoir, they stated that had been done. Stated this was indicative of a heater failure. They would order and replace the heater locally.